Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report that the patient experienced polydipsia on (B)(6) 2015. Patient self-treated with insulin pump. Patient's blood glucose (bg) at the time of the reported event was 13.8. Patient reported continuous glucose monitor (cgm) screen displayed??? In the status box at the time of the event. No additional event or patient information is available.